Manufacturer narrative:
H2, h6; software was returned for analysis. It was reported that the comment that ¿ts reviewed the cds from melody and found additional non-dicom files. Technical services (ts) believed these third-party files or the way the images were compressed may be causing the issue.¿ based on the information provided, this appeared to be a non-software related issue. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue was not with the navigation system. The issue stemmed from the imaging department from the beginning. The original discs from the imager were working fine, but when they get reburned they are having issues with them with electronic picture archiving and communication systems (pacs), and also the discs itself. This issue was only occurring with an off-site computed tomography (CT) magnetic resonance imaging (MRI) image.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.1.0. (H3, h6). No parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was partially downloading patient exams. Of the 200+ slices in the image, only 20 or so make it onto the system. It was noted that the issue had persisted across multiple exams and multiple systems on the same network. Troubleshooting was performed. It was reported that the issue did not stem from network bandwidth. The system had no problem downloading images from cranial patients and the issue lies in the discs in which the ent patients are scanned from. The manufacturing representative (rep) stated that the discs contain extra files that they are currently investigating that prevent the entire image from being downloaded. The rep confirmed these files are the root cause, as the missing slices persist even when trying to download the patient image directly from the disc. There was no patient present.